Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu/erbe) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the customer reported complaint. The erbe was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting, error message c-34, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe to resolve the reported issue. An isi did not receive a da vinci product to perform failure analysis. Therefore, the root cause of the alleged customer reported failure mode has not been determined. This complaint is reportable malfunction event due to the following: the erbe was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party erbe. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, integrated electrosurgical unit (iesu/erbe) had error message c-34 and the customer tried restarting the erbe, still the issue persisted. Onsite connection was not stable, therefore an intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to read live logs. The tse suggested for one power cycle and the error message changed to c-00. The tse informed to use third party generator. The procedure was completed with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. The issue occurred during procedure. Site completed the procedure with a 3rd party generator.

Manufacturer narrative:
Original equipment manufacturer (OEM) received the integrated electrosurgical unit (iesu/erbe) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed when the erbe generates c-54 on start-up during the initial investigation. Troubleshooting led to a malfunction power supply pcb and once replaced, the mentioned error ceased and the erbe functioned as intended after passing all the required and recommended testing. During the servicing, the erbe was calibrated, and a technical safety check was performed verifying that the equipment meets specifications.

Event description:
Refer to h10/h11 for follow-up information.